Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic and laparoscopic assisted low anterior resection with side to end stapled colorectal anastomosis and robotic and laparoscopic assisted creation of loop ileostomy for fecal diversion limited colonoscopy, the device did not fire.